Manufacturer narrative:
The complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. A DHR review has been conducted and the results indicate that this batch of product was processed with an unrelated incident with no link to this complaint therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Associated medwatch:1221934-2017-10274.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). The lot expiration date is currently not available. Associated medwatch: 1221934-2017-10274.

Event description:
The affiliate reported via email - "I wasn't at the case however so didn't see what happened myself. It happened yesterday. As the surgeon inserted the anchor in the usual way the head of the anchor on 2 of the anchors ripped off. He then swapped to a bigger 6.5 mm healix anchor and was all ok. It was the first time he had ever seen it happen and he's been using the anchors for a few years at least. I wont be able to go to orpington hospital until tomorrow to get the serial numbers and product codes I am afraid." Additional information received via email from the affiliate on 3-24-2017. Delay was 15 minutes, and affiliate attached picture. Affiliate responded 3-24-2017. He used the original bone hole. I've spoken with a colleague who has been working for mitek for a long time and he said it's fairly common if the angle isn't inserted at exactly the correct angle with the br healix anchors particularly in hard bone . So I imagine this may be the reason